Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d4 (catalog and UDI), and d1, h6 (medical device problem code). Revert a1, f11, and f13 sections to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. Daniel, an ICU nurse, reported a single gas loss alarm. Upon inspection, no physical issues (e.g., blood, discoloration, or loose connections) were found. After being instructed to press the iab fill button and restart therapy, the alarm was resolved. The patient had a consistently elevated heart rate (~110 bpm), which was identified as a likely trigger for the alarm. Daniel was advised to monitor for repeated alarms and contact support if they occurred frequently. No patient harm was reported, and the catheter will be returned for product surveillance. Based on the description, the patient heart elevation rate of (~110 bpm) likely triggered a transient gas loss alarm. The system may have interpreted the high heart rate as a timing issue for balloon inflation/deflation, leading to a false alarm. The user did not follow the IFU instructions to use the iab fill key to resolve the alarm. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limitation e1 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the sensation plus 50cc balloon (iab) alarmed for gas loss. No harm reported.